Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that the infusion set cannulas were kinking inside of her and caused her to not get insulin. The customer went to the emergency room on (B)(6) 2016 with a blood glucose level of 267 mg/dl. The customer was not sure on her hospitalization date. The customer took a manual shot before being hospitalized. The customer was put on saline drip. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.